Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The healthcare provider (hcp) reported the icm device was explanted when the incision site popped open. Months later another icm device was implanted successfully. Device is not expected to be returned. No additional adverse patient effects were reported.